Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. However, it was identified that the problem is caused by damage to the image sensor unit (such as a broken wire) due to stress from use, external factors, or handling, or by a failure of the components mounted on the electrical board (integrated circuit chip, capacitor, etc.). The suggested events are detectable and preventable by handling devices in accordance with the following IFU. The inspection method for this issue is described in "chapter 3, preparation and inspection, 3.8 inspection of combined functions with related devices" in the instruction manual (operation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a b30 scope communication error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed. There were no reports of patient harm.